Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a review of the device manufacturing records (DHR) was performed, product code 150680004, work order 9649448 was manufactured on 25-nov-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: 1 parts from this lot was scrapped: scrap code a1136: this concerns ¿incomplete clean up¿ at the kemmet polishing step. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the tka surgery for oa with the tibial tray in question. During the surgery, it was confirmed that there were traces of dirt and protective covers on the surface of the tray. The surgeon wiped it with a gauze, but some traces remained. The tray was used as it was. The surgery was completed successfully within 30minutes delay. No further information is available.